Event description:
Customer's daughter reported that approximately two weeks prior to calling customer service on (B)(6) 2012 customer, received an e-2 message on the display of her adc blood glucose meter. Caller further reported customer subsequently experienced "symptoms of high blood sugar" and noted she felt "dizzy" and had "blurred vision". Customer's daughter took customer to her healthcare provider, but customer did not receive any diabetes-specific diagnoses. However, customer was given a new medication, metformin 500 mg. Customer self-treated by drinking water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed. The actual date when the medical event occurred is unknown.

Manufacturer narrative:
Original MDR indicated the device had been returned, but this was stated in error. The device has not been returned. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.